Event description:
A pt reported blood glucose results of " 435 and 144 mg/dl" with a lifescan meter, performed within 10 minutes of each other.

Event description:
A patient reported blood glucose results of "435 and 144 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.